Event description:
It was reported that the customer had issues with his sensor and blood glucose level difference. The sensor and blood glucose level difference was 50 points off. His blood glucose level was not reported. The customer is hard of hearing and is sometimes not aware of the alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.